Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The home patient (hp) stated the supply bag fell and disconnected. The technical service representative (tsr) had the hp cycle the power and the hc alarmed system error 2367 occurred, the tsr then had the hp cycle the power again and alarms cleared. The hp stated they were in hospital and the hc was a deviate device. The hp was unable to give address or phone number for hospital. The hp stated they were going to discontinue therapy for tonight and would inform the registered nurse (rn) in morning of alarm. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the acute center (B)(4) 2012 the regarding reported problem. The nurse this writer spoke to stated that they do not know who the patient is, and never heard of them. No further information was obtained. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(4) 2012 the regarding reported problem. The hp stated that the alarm occurred during their stay at the hospital. The hp stated they do not recall much of the event. They stated they do remember ending therapy for the night after the alarm. The hp stated they do not know much of the alarm because they are not a baxter customer. They stated when they are at home they use fresenius machine and supplies. No further information was obtained. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.